Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); incorrect technique/procedure (not modelling the stent grafts with a balloon post implantation). Conclusion: operational context contributed to event (not modelling the stent grafts with a balloon post implantation).

Event description:
A talent stent graft system was implanted in zone 3 and 4 for the endovascular treatment of a fusiform 5.5 cm in diameter and 14 cm in length thoracic aorta in zone 3. Vessel morphology was reported as the proximal non- aneurysmal thoracic neck diameter was 37 mm in diameter and the distal non-aneurysmal neck diameter was 32 mm in diameter. There was mild calcification throughout the vessels. It was reported that on (B)(6) 2010 the patient presented for a follow up appointment. The CT revealed that a type iii endoleak, separation. The patient was not treated at that time. A two month CT confirmed that the type iii endoleak was still present. The one year CT showed that there was still a type iii endoleak with not further treatment performed. The two year CT revealed that there was a decrease in the type iii endoleak. The physician believes that the most likely cause was due to insufficient modeling of the stent graft at the time of the index procedure. But exact cause was not able to be determined. The maximum aneurysm diameter was shrinking therefore no intervention was performed. No additional clinical sequelae were reported.